Manufacturer narrative:
Image review: a pre-transcatheter aortic valve replacement (tavr) case report and a post-tavr case report with one 3mensio video clip were provided. Pre-tavr report review: the field team¿s case summary notes a large annulus perimeter of 95.5 mm, with a perimeter-derived diameter of 30.4 mm. According to instructions for use (IFU) guidelines, a perimeter-derived diameter greater than 30 mm is listed as a precaution. Although not mentioned in the report, there is protruding calcification in the annulus under the right coronary cusp (rcc)/left coronary cusp (lcc) commissure, which could hinder adequate sealing of the evolut valve. Additional protruding calcification is seen under the non-coronary cusp (ncc). The aortic valve appears bicuspid with fusion of the rcc and lcc, a finding not specifically noted in the report. Mean sinus of valvsalva diameters, as well as sinus and coronary heights, are within the recommended range. Coarctation (narrowing) of the descending aorta is noted. The aortic root angulation is 57°. Post-tavr report review: the imaging services case report indicates that a 34 mm evolut valve was implanted and appears well expanded at the inflow, with an implant depth of approximately 11.5 mm beneath the rcc, 5.0 mm beneath the lcc, and 5.2 mm beneath the ncc. Protruding calcification is observed outside the tav frame at the mid-level, and contrast seen outside the tav frame at the inflow level may indicate a paravalvular leak. Video clip review: protruding calcification near the lcc is noted, which likely contributes to the paravalvular leak described in the event. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years after implantation of the evolut r transcatheter heart valve, a paravalvular leak (pvl) was observed. No patient complications have been reported as a result of this event. Additional information was received that the pvl was due to calcium. Imaging was performed on the degenerated valve that was implanted with commissural alignment, and the patient was evaluated for valve-in-valve replacement.

Event description:
It was reported that approximately four years after implantation of the evolut r transcatheter heart valve, a paravalvular leak was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.